Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified internal shunt. A 5.0mmx100mmx80cm (4f) sterling balloon catheter was advanced for dilatation. However, during initial inflation at 10 atmospheres for few seconds, the balloon ruptured. The device was removed, and the procedure was completed with another of the same device. There were no patient complications nor injuries reported, and the patient condition was good post-procedure.